Event description:
Approximately, two and one-half years later, this device was explanted and returned for analysis without further allegations.

Event description:
- -

Manufacturer narrative:
As of this date, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4). Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed the magnet rate had decreased to 90ppm, however estimated longevity two and one-half years remaining. In addition, auto capture had increased output to 5v and there was no evidence of increased threshold or retry. An internal technical service consultant was contacted regarding the reason for the magnet rate decrease. No adverse patient effects were reported. Engineering reviewed a save all to disc download and determined the reason for this issue was due to the device being in autocapture and retry. The device set elective replacement near (ern) when the device was in retry and longevity calculations may not agree if the device is operating in a current drain bin boundary. It was estimated two and one-half years longevity remaining. After device reprogramming, the estimated longevity was determined to be two and one-half years remaining. A further save all to disk was recommended in the future.